Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, software version #: 2.0.2 h3, h6: a medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. Software analysis was performed. This issue was determined to be a known software issue. Codes b01, c10, and d02 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the medtronic representative (rep) was unable to pull any logs from this system. The system continually gets stuck at 9% for over 5 minutes and would not progress. Technical services (ts) had the rep try multiple date ranges, a new usb, and saving to the desktop. There was no patient present.